Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation were performed for the subject device (handle with quick coupling, small, part number 311.43, lot number a4hj794). The subject device was returned with a complaint stating that the back half of the handle was missing; however during the service and repair evaluation it was reported ¿handle cracked/broken¿ was the reason for repair. The subject device was received by synthes customer quality for additional investigation. Synthes customer quality engineers received the subject device with the handle missing the cap on the back end. A visual inspection, device history record (DHR) review, functional test, and drawing review were performed as part of the investigation. Please note that the results of the DHR were reported in the initial medwatch report #(B)(4), stating that there were no issues during the manufacture of the product or its subcomponents that would contribute to this complaint condition and no non-conformances were generated during the production of the subject device. The date of manufacture was may 5, 1998. Relevant drawings for the subject device were reviewed. No drawing issues or discrepancies were noted on the current drawing revisions. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint was able to be confirmed at customer quality as the handle with quick coupling was received without the endcap. Although the absolute root cause could not be determined, however given the age of the handle and quick coupling, it is likely that repetitive sterilization cycles lead to this complaint, and wear between the handle and knob negatively impacting the interference between these parts of the assembly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or its subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A service and repair evaluation was also performed for the subject device. The customer reported that the back half of the handle was missing. The repair technician reported ¿handle cracked/broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. This device will be forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that the back end handle of the small handle with quick coupling was discovered to be missing during a routine instrument inspection. It was confirmed that there was no patient or surgical involvement. This event was initially determined to be non-reportable. During the manufacturer service and repair evaluation, it was determined that the handle was cracked/broken. This condition was re-evaluated and was determined to be reportable on (B)(6) 2016. This report is 1 of 1 for (B)(4).